Event description:
It was reported there had been trouble accessing the reservoir fill port for 5 years, and stated "blood gets all over when trying to withdraw/refill the pump." The reporter indicated they had been told the morphine had caused crystallization making it difficult to access the pump with the needle. The morphine had been changed to dilaudid in february. The pump had been refilled elsewhere, in the past, without issue. It was also reported the pump was flipped over. Pump replacement had been discussed. The patient was undergoing pre-surgical tests.

Manufacturer narrative:
(B) (4).